Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During a cryo ablation with polarx fit a smartfreeze cryo console was selected for use. Following a gas bottle exchange, no temperatures recorded reached lower than -30 degrees. Flow and pressure during ablation where about 9000 and 590. Troubleshooting includes restarting the console, disconnect and reconnect the gas bottle, and exchange of the gas cable. The issue could not be resolved. The patient was under general anesthesia when the procedure was cancelled/ rescheduled. The device is not expected to return the physician request onsite service.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the returned flowmeter was tested by connecting to gold system and performing the flowmeter verification test. It was found that the flowmeter was out of calibration, reading higher than it should. This can contribute to warmer balloon temperatures.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During a cryo ablation with polarx fit a smartfreeze cryo console was selected for use. Following a gas bottle exchange, no temperatures recorded reached lower than -30 degrees. Flow and pressure during ablation where about 9000 and 590. Troubleshooting includes restarting the console, disconnect and reconnect the gas bottle, and exchange of the gas cable. The issue could not be resolved. The patient was under general anesthesia when the procedure was cancelled/ rescheduled. The device is not expected to return the physician request onsite service.